Event description:
Per independent repair center, the unit had low o2 or yellow light, and the unit¿s alarm would not function. The key failures were the purity chamber hose had popped off, and the power switch had no alarm.